Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and found system would not turn on. Upon troubleshooting, it is found the hdd was not responding after a restart and was not detected during booting. The part has not yet been replaced because the customer is not under warranty or a service agreement. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system would not turn on. No harm was reported to philips. Philips has started an investigation of this complaint.